Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was reviewed by bioengineering and the supplier and failure mode confirmed. Root cause attributed to the device being worn per normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Customer is complaining instrument without giving details. No adverse patient impact, no part remaining in patient, no surgery delay reported.